Manufacturer narrative:
Complaint conclusion: as reported, during an endovascular aneurysm repair, a f7 110 15 x 40 maxi ld percutaneous transluminal angioplasty (pta) was delivered to the lesion to crimp the lesion; however, it ruptured within its nominal pressure. It was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17454179 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported balloon burst as calcification/resistant lesion can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿in vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during an endovascular aneurysm repair, a maxi ld pta (f7 110 15 x 40) was delivered to the lesion to crimp the lesion; however, it ruptured within its nominal pressure. It was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). There were no kinks nor other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.